Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation the pulse generator exhibited premature battery depletion. The patient would be monitored.

Event description:
New information on (B)(6) 2015 indicates the device had reached elective replacement indicator prematurely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis description: no conclusion code available. Final analysis found a rf module anomaly which resulted in high current drain. The damage found likely resulted in the reported premature battery depletion. See analysis report.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Additional information notes the device was explanted and returned.